Event description:
Customer reports that during a coronary artery bypass procedure, the suture began to fray while tying the knots. There are no reported adverse consequences to the pt related to this event.